Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was over 550 mg/dl, which was treated with a manual injection. The customer stated that the insulin pump had been alarming no delivery for 3 days, and she stated that she changed the infusion set 4 times. She noted that she also changed the insulin. She reported that the alarm occurred during the bolus, basal, and fill cannula processes. She stated that she did not change the reservoir with every infusion set change, which she was advised against. Upon troubleshooting, it was found that the insulin pump functioned as designed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.